Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062918. Intestinal perforation is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that the patient went into emergency surgery due to intense abdominal pain. The physician found a small perforation in the side wall of the digestive tract that was covered with fibrin tissue and air which led to an infection, and pain. The physician removed the j tube and the patient was currently left without an internal tube and duodopa therapy was stopped. It was reported that patient felt better and was discharged home. A tubing replacement was scheduled for (B)(6) 2022.